Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v025345, implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 377675, lot# v009555, implanted: (B)(6) 2007, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was initially reported that the patient always had an issue with recharging, where it took him hours of laying down to recharge. It was noted that there were telemetry issues and a device overdischarge was suspected. The last time any stimulation was felt was 2 to 6 months ago. The last successful recharging session was 2 to 6 months ago. Pt last recharged and felt stim. About 3 months ago. Al feature is not available to him. Prior information received reported that the patient needed to get the device fixed because it was not charging. The patient was sent a new recharger and it was still not charging. It was noted that the patient had eight operations. Prior information received reported that before the patient started having trouble with recharging it was taking a very long time to charge his device. It was noted that it would take 4 to 5 hours. It was further noted that this was not normal compared to what it used to take. An antenna locate (al) feature was done and showed 96-100, but the patient was not able to get an ¿active charge.¿ an al was done again and showed 30-50, but still not active charge screen. It was noted that the patient was not able to adjust stimulation and has not been able to communicate with the device for 6 months. Prior information received reported the patient¿s ins had been dead for months. The reporter stated that it has been at least six months since they were able to recharge their ins. It was noted at that time the patient was able to use the patient programmer to connect to the ins. It was further noted the patient may have received a new recharging system, but that did not work. It was noted the patient has always had trouble recharging their ins since implant and fully recharging their ins generally took about 5 hours. The reporter stated that recharging was uncomfortable because the device dug into their skin due to the ins being so close to the surface of the skin. It was then reported the cause of the event as battery failure. The patient did not require hospitalization. It was noted that the patient needed a revision due to battery failure.